Manufacturer narrative:
See h.6. For corrected code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the apollo microcatheter was found with a detached tip after flushing. There was no issue with the replaced device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the healthcare provider (hcp) opened the apollo microcatheter and flushed it with saline. The tip got detached in hoop itself, so the device was not used. There was tip premature detachment. There was no friction or difficulty during injection. There was no force applied during removal. The catheter tip was not entrapped/stuck. There was no vasospasm. There was no surgical or medicinal intervention required. This did not occur during onyx injection. There is no patient involved with this event. The device and any accessories were prepared as indicated in the IFU.  Ancillary devices include an apollo catheter.

Manufacturer narrative:
Product analysis: as found condition: the apollo catheter was returned for analysis within primary and secondary shipping boxes, an opened apollo outer carton (B)(6), an opened apollo inner pouch (B)(6), and a dispenser coil. Damage location details: no damages were found with the apollo catheter hub. No bends or kinks were found with the apollo catheter body. The apollo distal tip was found detached from the catheter. The detached tip was not returned. Testing/analysis: the ldpe overlap was measured to be 1.3mm, which is within specification (specification: 1.0-2.5mm). Conclusion: based on the device analysis and reported information, the customer¿s ¿tip premature detachment¿ report was confirmed. Unintended detachment can occur if the ldpe overlap is too short, if the distal end of the catheter is not handled with care, or if it is removed from within the dispenser coil with difficulty. However, the cause of the tip detachment could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.